Event description:
It was reported that the unit powered off on its own.

Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was subjected to functional testing. No failures were noted. The product was subjected to burn-in testing using different camera heads, monitors, and accessories. No failures were noted. The product functioned according to all specs. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.